Manufacturer narrative:
As reported, the glass vial of progel pleural air leak sealant shattered when the plunger was depressed to lock the vials in place. Evaluation of the sample confirms a broken glass vial and backflow of the progel contents during use and the sample was inadvertently damaged during set up. The user reported having to remove the vials and reinsert them using the push rod to lock the vials in place. Forces applied while using the push rid to push the vials into the housing likely resulted in the broken glass in setup. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, a definitive root cause cannot be determined. The IFU for the progel pleural air leak sealant adequately prescribes the proper inspection and preparation method to prevent damage to the product. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a left video assisted thoracic surgery, the glass vial of progel pleural air leak sealant shattered when the plunger was depressed to lock the vials in place. No excessive force was applied. The progel product was stored at 2 to 8 degree celsius and was prepared by the scrub nurse, who is familiar with its use. Another progel was used to complete the procedure. There was no patient or user injury.